Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve load check showed an acceptable load with no issues. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic (true) balloon. The balloon was inflated using a 60 cc syringe with hand inflation. Upon the first deployment attempt, the valve dislodged into the ascending aorta. During the recapture, the valve infolded inside of the delivery catheter system (dcs). A dark line was observed inside of the capsule similar to that of an inappropriate valve load. The physician wanted to attempt a second deployment to see if the infold would resolve during deployment and it was clear that the valve was under expanded. It was perceived that the way the valve dislodged into the ascending aorta, created the infold appearance as the recapture took place. The valve was recaptured and retrieved from the patient. The patient was stable and a new valve and delivery catheter system (dcs) were used and was loaded successfully. The new valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evolutfx-34, serial #: (B)(6), ubd: 06-dec-2023, UDI#: (B)(4). Image review: three media image was provided for review and the patient summary for an anatomical review along with the valve load inspection. Inspection of the valve appears to free from overlap and would be considered an adequate load. First deployment shows the bioprosthetic valve at 80% free of infold. Imaging of the dislodgement toward the ascending aorta not provided. The second deployment shows an infolded bioprosthetic valve. The patient summary does yield some annular to left ventricular outflow track calcium lvot around the right coronary cusp region (rcc). Conclusion: the valve device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a failure to meet manufacturing specifications. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the dcs. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. A pre-implant balloon aortic valvuloplasty (bav) was performed and the load was confirmed visually, tactilely, and via fluoroscopy. The infold was reported to be first observed during the recapture and was confirmed at second deployment in the image review. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.